Event description:
The following information was obtained during review of an article titled "pfo closure failure with amplatzer: a patient with concomitant multiple stroke risk factors" from the j card surg. During review of this article, this patient was successfully implanted with an amplatzer occluder in 2005. In 2006, this patient experienced a stroke post implant of an amplatzer occluder which was medically treated at that time. One month later, the patient was readmitted for another stroke and residual flow was seen. Because of his ongoing strokes in the presence of incompletely closed pfos, his known coronary artery disease and his history of noncompliance to anticoagulation medications, the patient underwent coronary artery bypass graft and removal of the amplatzer occluder in the following month.additional information has been requested, including implanting physician, hospital, patient information, cath lab report, operative note, imaging and the patient's current status, but has not yet been received. Should additional information become available a supplemental report will be filed.

Event description:
After 3+ months of implantation, this pacemaker was explanted because of an infection.

Manufacturer narrative:
Aga medical contacted the author of this article, and no additional information has been provided regarding this event, including patient and device information. The results of this investigation are inconclusive, since the device was not returned to aga medical for review.all dates have been estimated, including implant and event dates.

Manufacturer narrative:
Further information was received from the author of the article. The patient was admitted in 2005, for chest pain, hypertension, coronary artery disease and pulmonary embolism. Sixteen days later, for chest pain, hypertension and in 2006, for blurred vision, generalized weakness, left facial numbness and unsteady gait. The last time that he was admitted was the following month. Because of his ongoing strokes in the presence of incompletely closed pfos, his known coronary artery disease and his history of noncompliance to anticoagulation medications, the patient underwent coronary artery bypass graft and removal of the amplatzer occluder six days later. The patient expired in the ICU twenty four days later.although further information was received regarding patient information and the sequence of events, the requested information, including implanting physician, cath lab report, operative note and imaging were not received. The cause of death was also not provided. No further information is expected to be received.